Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation, the service center recommended that the scope be sent to an independent laboratory for microbial testing. The customer decline this recommendation.

Event description:
The service center was informed that a scope cultured positive for common enteric flora after reprocessing. There were no associated patient infections.

Manufacturer narrative:
The device was returned to the service center for evaluation. A performed a visual inspection on the condition received and was unable to find any signs of foreign material/substance/stain inside the biopsy and suction channels and biopsy/suction ports when inspected with olympus boroscope and telescope test equipment. Additionally, there were also no signs of foreign substance/materials/stain found with the insertion tube, bending section cover, bending section cover glue and distal end cover, light guide lens and objective lens. In addition, the bending section cover glue is noted discolored, lifted and cracking at the distal end side and insertion tube side. Based on the evaluation, the cause of the reported complaint could not be determined as there were no abnormalities or foreign material that would have contributed to the positive culture. The cause of the discoloration and damage on the bending section cover/glue is due to the chemical damage.